Event description:
A pt reported experiencing inaccurate low results with a fsattake meter. The pt's blood glucose results were 2.6, 5.3mmol/l. Tests were done within 20 mins with a difference of 2.4mmol/l. Pt did not experience any adverse events. No further info has been reported.